Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no evidence of issues. The pil technician installed the suspect component into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and identified that the device pressure accuracy testing failed for machine pressure sensor. In addition, the suspect da pbca generated a diagnostic code 1108 (postmachpresssensorazfailed) during an stb operation and verified in the log taken at pil2. Tech could determine that machine pressure sensor (u7) is faulty and out of specifications at 0 cmh2o of pressure.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting check vent: machine pressure sensor auto-zero failed alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or other impact to patient or user. The device did not meet specification for intended use and was removed from service. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue in the review of the device event log. The pse replaced the data acquisition (da) printed circuit board assembly (pcba) in accordance with guidance from the v60 service manual. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.